Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, the cause of the complaint the definite root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had crystallization inside the control body. There were no reports of patient involvement.